Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were noted on the right atrial (ra) lead: high/undefined impedance, oversensing of noise due to suspected electromagnetic interference and non-physiologic oversensing. The ra lead was capped. No patient complications have been reported as a result of this event.